Event description:
The customer reported to olympus, the bronchofiberscope experienced an insulation rupture. The event was found during the diagnostic bronchoscopy procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the forceps channel port was shaved. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the forceps channel port was shaved off. Additionally, due to a cut on the bending section cover, water tightness was lost. The bending section cover (a-rubber) had a cut. The a-rubber was broken. However, bending section was not broken. The insertion tube had a scratch. Due to the wear of the angle wire, bending angle in the up direction did not meet the standard value. The control unit had a scratch. The eyepiece had a scratch. The universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.